Manufacturer narrative:
As received, a complete lead was returned in two pieces. Visual inspection and diagnostic imaging examination of the lead did not find any anomalies. Electrical testing that could be performed on the lead portions did not find any indication of conductor fractures or internal shorts. All damage noted is consistent with procedural damage. The reported event of increased pacing impedance was not confirmed.

Event description:
During follow-up, increased pacing impedance was observed on the right atrial (ra) lead. The issue was resolved by explanting and replacing the ra lead. The patient was in stable condition and experienced no adverse health consequences.